Event description:
A fax was received from a distributor that stated "the system was broken during sucking." When contacted for additional clarification, the distributor reported "it pop off and the plastic was filled with air." At this time, additional information has not been received from the end user to clarify this report. No pt injury or medical intervention were reported.